Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator has multiple problems patient disconnect, fio2 (fraction of inspired oxygen) and possible auto cycle. The unit kept alarming while on the patient with no flow and no auto triggering. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.